Manufacturer narrative:
Correction on initial report g.3: disregard patient safety officer.

Event description:
It was reported that the device was "unable to stop infusions from dumping in". Although requested, no additional information was provided.

Event description:
It was reported that the device was "unable to stop infusions from dumping in". Although requested, no additional information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was "unable to stop infusions from dumping in". Although requested, no additional information was provided.